Event description:
This report is being filed due to the receipt of additional pertinent information.

Manufacturer narrative:
It was reported that this system displayed a lead safety switch (lss) due to a pacing impedance measurement greater than 2000 ohms. Additionally, oversensing resulted in five seconds of pacing inhibition. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range pacing impedance measurement on the atrial channel. Additionally, noise had been over sensed resulting in inappropriate atrial tachycardia response (atr) events. No adverse patient effects were reported.